Event description:
It was reported there was resistance found between the spring wire guide and the arrow raulerson syringe (ars) during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) assembly, ars, and 18 ga introducer needle for evaluation. Signs of use in the form of biological material were present on the swg. Visual analysis of the swg revealed a slight bend proximal to the j-bend. No damage to the j-bend was noted. Microscopic examination confirmed the damage and that both the distal and proximal welds were attached and fully spherical. No defects or anomalies were noted to the ars. The bend in the guide wire body measured 655 mm, from the proximal weld. The total length of the swg body measured 684 mm, which is within specifications of 678-688 mm per swg product drawing. The outer diameter of the swg measured 0.852 mm, which is within specifications of 0.838-0.877 mm per swg product drawing. The returned ars and swg were functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "using the two-piece arrow advancer, advance spring-wire guide through syringe into vein." The swg was able to pass through the ars with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. The module requirement document for raulerson syringes (amrq-000113 rev 4) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." The returned ars was able to draw and aspirate water with and without the returned 18 ga introducer needle. A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The complaint of a kinked swg was confirmed by a complaint investigation on the returned sample. Visual inspection revealed a slight bend proximal to the j-bend. The swg met all the relevant dimensional requirements and no issues were found during the functional testing of the swg and ars. Based on the customer description that the damage occurred during use, and the sample returned, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported there was resistance found between the spring wire guide and the arrow raulerson syringe (ars) during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.